Event description:
It was reported that a female patient, who's undergone breast augmentation with two 500cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).